Event description:
Patient reported during last infusion on (B)(6) 2025 medication was too "thick" and clogged tubing making it flatten. Pump stated obstruction error. Patient reported home health registered nurse was able to complete infusion via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 25gm. Gamunex-c indication: selective deficiency of immunoglobulin g [igg] subclasses. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.